Manufacturer narrative:
No lot info is available. The heel warmers at first were believed to have leaked. Upon receipt of the subject warmers, the determination was made, the warmers did not leak and was recanted by the initial rptr. The end user was contacted to obtain add'l info as few details were known. The end user could not provide the lot info nor provide any add'l info. The end user is not certain of the cause of the burn. The heel warmer is filled with food grade sodium acetate. The agitation of the liquid occurring when the activation disk is manipulated, causes the chemical reaction initiating the warming. There are only two previously reported complaints concerning a burn sustained while using a liquid infant heel warmer. In those events, the warmer was wrapped to the infant's heel by using a diaper, thus not allowing the infant's skin to breathe.

Event description:
In preparation of a needle stick, an infant heel warmer was applied to the site. A second degree burn was discovered.